Event description:
It was reported by the pt's attorney that 2 ureteral catheters broke off in the pt's ureters during a laparoscopic sigmoid resection in 2009. The pt required an additional procedure to remove the fragmented pieces that broke off in his ureters. This is the second of 2 mdrs filed regarding this event. Refer to MDR # 1018233-2009-00045 for the original MDR as reported to us by the user facility.

Manufacturer narrative:
No sample was returned for evaluation, the sample was discarded at the hospital. The reported lot number shows this product was packaged about 34 years ago. While the polyurethane device is very durable, some degradation of product integrity is expected over the 34 year period and may be accelerated by storage conditions. A 5 year expiration date was placed on these products in the early nineties. The hospital was notified of the age of the product and was advised to remove all of the old inventory from their shelf.